Manufacturer narrative:
(B)(4). No sample will be returned fo revaluation.

Event description:
It was reported during insertion the clinician received a green symbol throughout the procedure. An x-ray showed the catheter was located in the patient's brachiocephalic. Follow up information states they repositioned the catheter and it was used successfully.